Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error, no delivery and a blank display. The customer's blood glucose level was 455 mg/dl at the time of the incident. The customer stated that there were no significant events that could led to the motor error alarm. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm or excessive no delivery alarm noted. Motor passed motor test. The insulin pump had no blank display or constant tone alarm noted. No moisture damage on electronics and motor noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip and broken belt clip slot. The insulin pump received without original battery cap. The test battery cap fit properly with battery tube threads.